Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a person with diabetes (pwd) experienced two ¿line blocked¿ alarms followed by a ¿cassette error¿ alarm after replacing the cassette and infusion set twice the issue was resolved and the pump has been functioning normally since.

Manufacturer narrative:
H3/h6: two infusion sets, and insulin inserters were returned for evaluation of complaint that a person with diabetes (pwd) experienced two ¿line blocked¿ alarms followed by a ¿cassette error¿ alarm after replacing the cassette and infusion set twice. As received, there were no damages or anomalies observed. In order to replicate manufacturing procedure testing, occlusion tests were conducted on the returned samples using a hydrostatic pressure pump. No free flow was observed for the occlusion test, and thus both samples failed. A syringe was connected to the infusion line and an attempt at priming was performed. Priming was unsuccessful due to priming difficulty observed. Upon closer inspection, a solvent membrane was observed at the needle/tubing junction. The complaint of an occlusion can be confirmed. The probable cause is due to excess solvent application at the needle-tubing bond during manufacturing.

Event description:
It was reported that a person with diabetes (pwd) experienced two ¿line blocked¿ alarms followed by a ¿cassette error¿ alarm after replacing the cassette and infusion set twice the issue was resolved and the pump has been functioning normally since.